Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range, capture thresholds were observed on the lead following recent device implant. Programming changes were made. Lead remains implanted.